Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a warning message that stated "warning: low speed operation¿ when lying down and resting. The patient did not feel any discomfort at the moment. The log files contained approximately 9 days of data and the speed was set at 9200 rpm. The average power ranged from 1 watt to 8 watts. The average pulsatility index (pi) ranged from 2.9 to 5.9and the average flow ranged from 2.4lpm to 4.8lpm. The low speed contained a low speed hazard event on day 576 of system controller usage. The event appeared to have been associated with the motor stop command being activated. The pump was restarted quickly and continued to operate as intended.

Manufacturer narrative:
Section d4, expiration date and primary UDI number: corrected. Section h4, device manufacture date - corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a low-speed event consistent with the pump stop button being accidentally pressed. It was reported that the patient had a low speed operation warning while lying down and resting. The patient felt no discomfort and had no adverse consequences. The plan was to continue to monitor, and the issue did not re-occur. A review of the submitted log files found events consistent with the pump stop button being pressed and released on the system monitor before the pump stop countdown was completed, including low speed operation flags. The system otherwise appeared to be operating as intended at the fixed speed, and there were no other notable alarms active in the log files. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial # (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas, serial # (B)(6), was shipped with heartmate ii lvas instructions for use (IFU) section 13 ¿system monitor¿ of the IFU contains a subsection titled ¿pump stop¿ that instructs to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 15 to 0. The countdown lasts for approximately 10 seconds. Initially, the low-speed operation advisory and then the low flow hazard appear without an audible alarm. Once the countdown nears zero, the pump off hazard will appear, accompanied by a continuous audible alarm. This section also instructs that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the pump off alarm message appears, the pump resumes at the previously set mode and speed. Section 13 also includes sections on the different types of hazard and advisory alarms. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.